Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with right ventricular (rv) and right atrial (ra) leads recorded episodes with noisy signal over sensing. When doing isometrics, noise was not able to be reproduced. There were no electromagnetic interference (emi) sources that could explain this behavior, also, the episodes did not appear to have an emi origin. As the actual pacemaker has approximately 3 months of battery left, it was recommended to replace the leads as well. The impedances were within normal limits but the rv lead impedance has more than 200 ohms swings. These episodes appear to be present since a couple of years in the past. The rv and ra leads remain in service at this point. The patient is not pacing dependent. No adverse patient effects were reported.